Manufacturer narrative:
(B)(4). Evaluation summary: the condition of a colleague infusion pump with an inoperative select key on channel b was confirmed by baxter personnel. The root cause was determined to be fluid intrusion in the channel b keypad. The keypad was replaced to correct this condition.

Manufacturer narrative:
(B)(4). Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4). A service history review was performed revealing there have been previous reported problems with this device that are the same as or similar to the reported condition.

Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced an inoperative channel b select key. It is unknown when or in which care area this event occurred. This event may have interrupted delivery. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available. This involved a colleague p1.5 infusion pump with a user interface module master software version 5.48.92.